Event description:
It was reported that during the first fitting in 2004, the pt could only hear very faint sounds, even when the stimulation of the channels was set at the upper limits based on the results of telemetry measurements. The second mapping was conducted two months later. The pt had not heard even any faints sounds after the first mapping. A new speech processor was tuned for the pt to judge the sound quality, but the pt was still unable to hear anything. Based upon these results, a CT scan was taken, which showed that the electrode array was coiled with the tip embedded just infero-anterior to the round window without entering into the round window or the left cochlea.